Event description:
During an idet procedure, a spincath broke off in the pt's disc. The pt was immediately consulted to a neurosurgeon for further course of treatment and a CT scan was performed, which found the catheter fragment to be completely lodged in an intradiscal location. There was no compression on the spinal canal or cord, or any fragment protruding in the neuroforamen, as revealed by the CT scan. The pt was followed up by the neurosurgeon and a pain doctor to evaluate for any further progression of symptoms.